Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level. The customer contacted technical support, who guided them through the process of resetting the pump, after which it began functioning properly again. The customer continued to use the pump for insulin therapy.